Event description:
The customer reported a non-reproducible, elevated troponin I (access accutni+3) result on their unicel dxc 600i synchron access clinical system (serial number (B)(4)) for one (1) patient. The customer repeated the sample twice on the same unicel dxc 600i synchron access clinical system and obtained lower results, still above the customer's normal reference range. The customer also repeated the sample on an alternate access 2 immunoassay system (serial number not provided) and obtained a lower result, still above the customer's normal reference range. The initial elevated access accutni+3 result was not reported outside the laboratory. There was no change or impact to patient care or treatment. All system parameters (including quality control, calibration, system check and precision run) were within assay/instrument specifications. The sample collection information was not provided. The samples were centrifuged at 4500 revolutions per minute (rpm) for five (5) minutes. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The lot number of the access accutni+3 reagent was not provided. The manufacture date cannot be determined. The customer performed hardware verification by performing a system check and precision run. All verification testing passed within published performance specifications. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. The cause of the reported event cannot be determined with the available information.